Manufacturer narrative:
This complaint has been generated based on findings identified during post market surveillance literature review published by the ¿department of orthopedic surgery, division of hand surgery, mayo clinic, USA¿. The article can be found at https://doi.org/10.1007/s11999-017-5442-2. The reported event could not be confirmed since the device was not returned for evaluation and no other additional information was received from the author. More detailed information about the patient's medical history, the event details and the involved device(s) must be available to determine the root cause. If any additional information becomes available, the investigation will be reopened and re-evaluated accordingly.

Event description:
The manufacturer became aware of a literature published by the ¿department of orthopedic surgery, division of hand surgery, mayo clinic, USA¿. The title of this report is ¿what are the risk factors and complications associated with intraoperative and postoperative fractures in total wrist arthroplasty?¿, published on july 07, 2017, and can be found at doi 10.1007/s11999-017-5442-2. The report is associated with the stryker ¿remotion total wrist system¿ and includes an analysis of the clinical data that was collected on 425 patients. During the review of the literature, it was not possible to establish a precise device(s) identification or patient information; however, the article alleges that 1 patient experienced an intraoperative displaced fracture, which required graft, suture, and immobilization. Additionally it was reported that the intraoperative displaced fracture also required revision. The report states, ¿the fractures occurred either during bone preparation (broaching, reaming) in three or implant insertion in six, involving the biax (n = 6), re-motion (n = 2), and swanson (n = 1) implants.¿